Event description:
Additional information was received from a patient via a manufacturer representative (rep). It was reported that the patient had a tdi-mini stroke, however, the results of the MRI were not provided. It was also confirmed that the stroke was not caused by the device/therapy. Additionally, the patient was referred back to her implanting neurosurgeon for a possible lead revision due to the patient not having the best tremor control anymore and experiencing side effects from the stimulation; the patient is waiting for an appointment with the neurosurgeon to verify the lead placement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient via the manufacturer representative (rep) reported that they are experiencing non-painful tingling in their hands, foot, and nose. It was stated that the tingling in the hand and foot are only on the right side, and that they have a unilateral left implant that was implanted several years ago. The patient is also getting an MRI done next week to determine if they had a possible stroke over a week ago prior to date notified, but the tingling just started a couple days prior to date notified. It was confirmed that the patient is doing fine and receiving benefit from therapy, and an inquiry on how to use patient programmer (pp) was made for if the device needed to be turned off or if stimulation needed to be turned down. The rep will be at the MRI to turn the device off and check impedances. There is no surgical intervention planned and the patient status is alive - no injury. The rep confirmed that the MRI is planned for (B)(6) 2016. Indication for implant is essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.